Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information received confirmed that the patient had their implantable neurostimulator (ins) explanted. The explanted devices were not returned to the manufacturer for analysis. The patient was reported as doing fine. If additional information is received, a follow up report will be sent.

Event description:
It was reported that there was battery depletion and it did not charge. There was patient battery discomfort. No diagnostic testing or troubleshooting was performed. If there was a product issue, it was not resolved and the cause was not determined. The patient symptom or complication associated with the event was pain at the device pocket, and the patient status at the time of the report was alive, no injury. It was later reported that the device was just in discharged mode, the patient could have changed if she wanted. Interventions planned to address the pain/discomfort was an explant was scheduled for (B)(6). The cause of the pain and discomfort was the battery site. The patient was not using the device. Information regarding the explant and patient outcome after explant have been requested. If additional information is received, a follow-up report will be sent.